Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Telephone number (B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined the cable was damaged and the motor showed signs of oxidation. The plug harness and motor were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
The hospital clinical engineering department reported that the device is not working properly. The issue was found in the clinical engineering department, before the surgery, therefore there was no patient involvement, and no surgery delay. No adverse events were reported as a result of this malfunction. At product evaluation the device was found to have exposed wires.